Manufacturer narrative:
Belt sn (B)(4) was not returned for evaluation. There is no report of any device malfunction. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) year old male patient developed a skin irritation under the therapy electrodes (te). In addition, the patient developed a sore on the front te. The patient's physician ended use of the lifevest due to the skin conditions.